Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-sep-2023 . Three samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. One sample expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. A device history record review was completed for provided batch number 2007149. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the sample analysis the symptom reported is confirmed. H3 other text : see h10.

Event description:
It was reported that 13 bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: incident details: 25x1 inch safety glide needles are clogging and are unable to be used. We have a total of 13 needles that reported issues.

Event description:
It was reported that 13 bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: incident details: 25x1 inch safety glide needles are clogging and are unable to be used. We have a total of 13 needles that reported issues.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.